Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the half-circle in the white system controller connector and an unknown alarm was confirmed via evaluation of the returned system controller. Visual inspection of the returned heartmate 3 system controller, serial number (B)(6), revealed slight damage to the lemo connector in the white power cable. The damage did not cause any atypical alarms or issues. During evaluation of the returned system controller, it was noted backup battery fault alarms were active due to the backup battery reaching its expiration date. The battery was manufactured on 08oct2021, and the reported event date was on 18oct2024; therefore, the battery was expired at the time of the reported event. The provided information indicated the alarms resolved after the mobile power unit and system controller were exchanged. A root cause for the damage to white power cable connector was not conclusively determined through this analysis. The root cause for the backup battery fault alarm was determined to be due the backup battery being expired. Device history records were reviewed and showed the backup battery, serial number (B)(6), as a component of heartmate 3 system controller, serial number (B)(6). Both were made in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 3, entitled ¿powering the system¿, provides instruction on how to connect the system controller to the mobile power unit (mpu). To avoid possible damage to the power cable connectors when exchanging power sources, it is important to ensure the half-circles inside both connectors are aligned before joining them together. The heartmate 3 instruction for use, section 2, entitled ¿system operations¿, states the 11v backup battery has a lifespan of 36 months from its manufacture date and should be replaced if it expires or a backup battery fault alarm is active. This section also provides instruction on how to replace the backup battery. The heartmate 3 instruction for use section 8 ¿equipment storage and care¿ gives instruction on how to care for and clean all equipment including the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had some missing parts on the half-moon terminal of the white system controller connection. A bent pin on the mobile power unit (mpu) side was also noted. The mpu and system controller both were returned. There was alarms associated with the reported issue. No log files were available. No pictures of damage were available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The alarms associated with the reported issue were not identified. These alarms resolved with replacing the mpu and system controller.